Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix assembly curved needle device returned. The device is in fairly good condition. The blue split cannula was not returned. The depth limiter was returned. T1 is present but freed from the delivery needle. T2 remaining suture are in original location within the delivery needle track. Complaint indicated that t2 failed to deploy. There is no deployment with this device. This device requires manual advancement for the anchors into location for stripping off. The push button was not advanced to its full position to locate t2 within the delivery needle for freeing. Once the actuator was manually advanced, t2 positioned as intended and stripped off with a gentle tug of the suture. No further investigation is warranted. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 failed to deploy during a meniscal repair procedure. T1 implant was completely removed from the patient. A backup device was available to complete the procedure with a reported delay of 15-20 minutes. No injuries or compilations were reported as a result.